Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the mini tray 4.1 was unable to open. The field service engineer found drawer fails to open but solenoid can be heard energizing. Medication was identified as being jammed in the tray. The engineer pushed the tray open while the pharmacy technician retrieved the device, successfully resolving the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had main single wide mini matrix 4.1 was unable to open. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.